Manufacturer narrative:
Examination is not possible, as the unknown endobutton intended for use in treatment, will not be returned. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened. Without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be reassessed.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, after a surgery in which an endobutton cl ultra was used, an MRI revealed that the patient's acl graft ruptured. It is unknown how this event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.